Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00981. This report is being submitted as additional information. Approximate age of device- 5 months manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted on (B)(6) 2018 with an elevated lactate dehydrogenase (ldh) of 665 u/l. The patient¿s baseline ldh ranged from 350s to 490s u/l. The patient was started on intravenous bivalirudin despite the patient¿s ldh continued to rise to 1,314 u/l on (B)(6) 2018. The cause of elevated ldh was determined to be elevated cardiac enzymes on (B)(6) 2018. A ramp echocardiogram (echo) was performed and the results were unremarkable for any device or patient issue. No signs of device thrombosis were observed. On (B)(6) 2018, the patient¿s ldh level returned to baseline (529 u/l) and the patient was discharged. No additional information was provided.